Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reviewed the device history record for batch number 24b15g8273 and there were no defect encountered during in process and final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description safety failed to deploy detailed inquiry description it is unknown how this incident occurred. It was reported by the ed staff that "a catheter was found on the floor" where the safety had not deployed.